Manufacturer narrative:
This report is submitted on may 2, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon, the patient experienced non-auditory stimulation and pain with device use. The device was explanted on (B)(6) 2019, and the patient was not reimplanted with a new device during the same surgery.